Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. As a precaution, physio replaced the device's battery pins and then completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off and on by itself while printing the code summary. This unexpected power cycle may delay defibrillation if it had been necessary. There was no patient use associated with the reported event.